Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 25mg/dl at the time of; the incident. The customer fell and broke her hip. The customer was given apple juice, half a sandwich with raspberry jam; and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer stated that the over infusion was accidentally caused by the customer's actions;the customer bolused for 40 grams of carbohydrates that she did not eat. The insulin pump will not be returned for analysis.